Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female who underwent primary breast augmentation with 300cc mentor memorygel breast implant experienced bilateral capsular contracture (baker grade unknown) and several unexplained systemic symptoms post procedure. Firmness, sensitive to touch, unspecified pain, side pain. Heaviness, having to lay on her side in a sports bra, and fatigue were all noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-11052 for contralateral prosthesis report.